Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced diabetic ketoacidosis. Customer's blood glucose value was unknown at the time of the incident. The customer declined troubleshooting. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer reported that they did receive a sensor updating alert and change sensor alert. Infusion set cannula was bent. The device will not be returned for analysis.